Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a nursing home. The caller stated that the cause of death was stated to be natural causes; however, the customer had three strokes and a whole in his heart. The caller stated that the leading event to the customer's death was pneumonia on (B)(6) 2014. The customer had diabetes complications. The caller did not specify. The caller did not know the customer's blood glucose at the time of death. The customer was wearing the insulin pump at time of death. The customer was not using sensors. The caller stated that the insulin pump cannot be returned because they no longer have the device.